Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had high impedances resulting in ineffective therapy. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients lead was fractured. Surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.